Event description:
It was reported that the 2600 system had no video image on the table monitors. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor was replaced during the service call. The system was tested and found to be working as intended, and put back into service.